Event description:
The reporter contacted animas on (B)(6) 2013 alleging interruptions in the basal history that cannot be accounted for beginning after (B)(6) 2013. The reporter stated that each interruption is exactly 3 minutes in duration and has begun to occur more frequently. The reporter denied the basal rates being changed; however, did report changing the basal rate on (B)(6) 2013 late in the afternoon, not at 6:57 am when the pump history record shows the basal menu accessed. The patient denied entering into the basal menu and causing a disruption in the basal delivery. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged basal delivery interruption was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed the last basal delivery was on (B)(6) 2013 at 05:45 pm. There was no activity outside of normal use observed. The total daily doses add up correctly and reflect the user¿s programmed basal rate. Review of the pump settings revealed the pump was running on a 0.55 unit per hour basal program on (B)(6) 2013. On this same date, the pump skipped the 10:12 am basal delivery because the total daily dose had been reached for that day. Basal deliveries between 10:00 am and 11:00 am added up to 0.54474 units~0.55 units. On (B)(6) 2013, record of a ¿cannula bolus¿ is observed at 1:43 pm, just 1 minute after the prior basal delivery at 1:42 pm. On testing, the pump powered on and displayed the verify screen per normal operation. The unit was successfully paired with test transmitter. ¿ez-prime¿ steps were performed successfully. The pump was exercised for 24 hours without issue. Test boluses were performed and the pump delivered and recorded the boluses at the correct time and in the correct order. Investigation revealed the pump was operating within the required specifications without malfunction.